Event description:
It was reported that the customer had a no deliveries alarm during bolus. The customer's blood glucose level was unknown. Customer states the insulin pump is stuck in rewind, but did not want to return the set. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.